Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received that alleges that during the insert of a tracheostomy tube, the user caused damage to tracheal wall by and inserted the tube into mediastinum wrongly. The pt developed a tension pneumothorax and thoracic cavity drainage was implemented. The pt recovered.